Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had several cubies were failed and experience an error "duplicate address detected". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had several cubies were failed and experience an error "duplicate address detected". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the duplicate address was detected and could not be resolved through standard procedures. The issue could only be fixed by manually deleting and reloading all configurations. A field service engineer confirmed that the customer was able to recover the failed cubie pockets, which successfully unloaded after recovery. The customer then reloaded the medication and was able to resolve the issue independently. The system functioned as intended after the customer resolved the issue.